Event description:
Ous MDR - it was reported that an incomprehensible increase in the pacing threshold in the ventricle was observed after about 13 months of implantation. The pacemaker supposedly did not pace correctly. This was all of the information that was provided. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead and pacemaker were analyzed extensively. As part of the testing, the lead was inspected visually, electrically, and mechanically. During the visual inspection, a deformation in the outer coil was found that can likely be traced back to the surgical procedure. During the ongoing analysis, no other deviations from technical specifications could be found that could be related to the clinical complaint. The lead was within specifications and in working order. The values measured during the electrical analysis in particular were within technical specifications. The pacemaker was also subjected to a visual analysis. In particular, the connection system of the implant was inspected. The screws and the spring elements of the lead connections were in working order. Leads inserted for test purposes were easily accessed, low ohm, and reliably contacted. The bore dimensions were also all within the dimensions set forth in the is-1 standard. Next, the pacemaker was interrogated and the memory was analyzed. The memory analysis showed the device to be in working order. A battery state of "ok" after 13 months of implantation is to be expected and shows that the battery was sufficiently charged. The therapy capabilities of the pacemaker were checked. The antibradycardia output signal reflected the values programmed and the device signal sensing was in working order. With respect to device function, the pacemaker was within specifications. In addition, a long-term pacing test was performed. No problems were found with the pacing function. The device was fully able to deliver therapy. In summary, analysis of the lead and pacemaker showed no out-of-specification indications that could be linked to the clinical observation. There was no indication of a materials defect or a manufacturing defect